Manufacturer narrative:
(B)(4). Retainer ring = black, the insulin pump was received with a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the self test, active current measurement and sleep current measurement. Unable to verify pump error 43 alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. The pump was cut open to perform visual inspection and corrosion was found on the motor home switch. Corrosion was also found on the electronic assembly. No corrosion or moisture damage on the battery tube and vibrator assembly noted. A test motor was used and continued testing. The pump passed the rewind test. In conclusion, the pump had a constant pump error 38 alarm during rewind due to a corroded motor home switch.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer stated they were unable to clear the alarm and insulin pump did not rewind. Customer stated that time clock was not visible on screen. Customer stated insulin pump had insulin flow blocked alarm and the issue was resolved by complete set change. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.